Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 259 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.